Manufacturer narrative:
The returned unit from the same lot number was returned to the factory and tested for pyrogens, acute toxicity, intracutaneous toxicity and hemolysis; no abnormality was observed. Sterility and pyrogen tests are routinely tested prior to shipment; the records for this lot were reviewed and no abnormality was observed.

Event description:
Blood leakage. Dialyzers reused 1-5 times. The pts are fine. Discarded the blood in the bloodline tubing.